Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) who encountered the issue replaced the internal muffler. The unit passed all tests and calibrations to manufacturer standard and is released for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a broken internal muffler. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: the getinge field service engineer (fse) who encountered the issue replaced the internal muffler. The unit passed all tests and calibrations to manufacturer standard and is released for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a broken internal muffler. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Event description:
N/a.